Manufacturer narrative:
Results of investigation: vyaire service technician verified the reported blender not function properly problem. Performed the final test and duplicated the reported problem. The oxygen readings were low during the pressure and oxygen test. Recalibrated the oxygen inlet and still failed. Replaced the oxygen blender with a known good one and passed. Root cause is the oxygen blender and it will be sent to the fa lab for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blender not functioning properly on the lap top ventilator 1200. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.